Event description:
It was reported that balloon rupture occurred. The 100% stenosed, target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.

Manufacturer narrative:
(B)(6).